Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the device turns on and off. The unit was triaged and the customer¿s reported condition was confirmed. Battery was not holding charge and was replaced; this is typical routine maintenance. The unit has been repaired, tested, and recertified per procedure. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/6/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the enteral feeding pump turned on and off.